Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had discomfort at the ipg site, and had an increased recharge burden. The recharge burden issue had not been confirmed. It was reported the physician planned to reposition the ipg to a different location. It was reported the pt did not want to pursue surgical intervention.